Manufacturer narrative:
Investigation into this event showed that qc results were acceptable. Datalog analysis confirmed that there was no evidence of analyzer malfunction. Dilution studies indicate the possibility of an unknown interferent, though, this was not confirmed. The root cause of the event could not be determined.

Event description:
A customer observed repeatable false negative ahbc results for a patient sample tested on the eci analyzer. The result did not agree with results from other assays and OEM methods. The results were not reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.